Manufacturer narrative:
(B)(4).

Event description:
Received info the battery was at end of service/end of life. The pt was not receiving a therapeutic benefit greater than 50% before the battery was replaced. During surgery on (B)(6) 2011 for battery replacement, the pt was also tested on the other side and this provided a higher degree of therapy, so a new lead was also implanted.